Manufacturer narrative:
Device evaluation summary: the closurefast device was examined: the coil area was noted to be kinked at approximately 5.10 cm from the distal tip. The catheter cable connector was examined: all pins were visually inspected to be straight. The catheter connector plug showed slight visible markings on the plug area. It was observed under microscopic observation that part of the fep was torn and pulled off on the coil area where the kinking was observed. On further examination, it was noted that the coil was exposed due to the torn fep. The coil area appears to have damage to it and has an unknown residue covering the area. The catheter was not recognized by the rfg3 generator when plugged in, the expected low temperature advisory was not displayed when activated. When the cycle began on the rfg3 generator the advisory message ¿advisory: impedance low. Replace device¿. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a closurefast catheter with a rfg3 for radiofrequency ablation treatment. It was reported that during powering on, the generator displayed the message "defective catheter". No moisture was found along the device and no splashing events occurred. A new catheter was used to complete the procedure with no issues reported. No patient injury was reported.